Manufacturer narrative:
Correction: date of death ¿ date of death was missing from the initial report. The date of death was (B)(6) 2018. Correction: the event date should have been (B)(6) 2018 rather than (B)(6) 2018. Correction: initial reporter phone number was missing from the initial report. The phone number is (B)(6). The initial reporter should have been (B)(6) rather than (B)(6).

Manufacturer narrative:
Medical examiner.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial lead pin measuring 29.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.